Event description:
It was reported that the catheter was placed into the female pt's left radial artery. Within 24 hours after insertion the catheter had a dampened waveform reading and ceased to function. As a result, the clinicians had to utilize the pt's heel for a new arterial insertion point. There was no delay in treatment and no pt death or complication reported.

Manufacturer narrative:
Qn#(B)(4). Sample will not be returned. Add'l info: this report is associated to MDR# 9680794-2015-00028. There were two separate prod malfunctions with the same pt. This report is for the second.